Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, a broken tower door sensor was observed. Tower door 4 latch continuously clicked and failed to release, resulting in repeated failures. Reset and recovery attempts were performed; however, the issue was not resolved. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that door 4 had failed, clicked multiple times, and would not recover. A field service engineer (fse) cleaned and tightened all latch connections and applied carbon grease to the contacts. The system functioned as intended after field service engineer repaired the device.